Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during the device check with intermittent noise on the v sense amp channel. Noise was reproducible during isometrics. Chronically high capture threshold was noted. Review of the records revealed intermittent oversensing near the t-wave. Oversensing appeared to be related to some portions of the cardia cycle. Chest x-ray, review history of abundant products and remote monitoring were suggested. Further actions will be discussed with the physician. No changes were made at this time.